Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the patient¿s modular cable could not be confirmed through this evaluation as no photos were submitted depicting the damage. A specific cause for the reported superficial damage as well as direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The modular cable was discarded. No product is available for investigation. The relevant sections of the device history records for modular cable lot number # 189976 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current version of the heartmate 3 lvas IFU and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was damage to the outer layer of the modular cable, requiring replacement. The insulation of the mod cable frayed and burst, exposing electrical wires.